Event description:
Umbilical artery line severed when line was being removed. Unable to retrieve tip. Pt transferred to another facility for surgical removal.

Event description:
Umbilical artery line severed when line was being removed. Unable to retrieve tip. Pt transferred to another facility for surgical removal.